Event description:
Patient representative reported patient has a ¿desire for removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with and fear of alcl: mental anguish and fear of alcl, increased risk of alcl,¿ ¿suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry of bia-alcl,¿ ¿aggravation of underlying conditions including but not limited to anxiety,¿ ¿tissue damage,¿ ¿pain,¿ ¿heat/burning sensation,¿ ¿capsular contracture,¿ baker grade unknown and ¿itching.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ ¿other physical and emotional manifestations that are severe and ongoing,¿ ¿depression,¿ ¿chronic insomnia,¿ ¿chronic headache¿ ¿significant weight loss, chronic gastrointestinal upset or reflux,¿ ¿vomiting on an ongoing basis¿ and ¿nausea on an ongoing basis;¿ these events are not related to the device. Device has been explanted. This record is for the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight and broken shell. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact broken. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken with non-penetrating nicks due to surgical impact. Non-penetrating nicks.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a left side rupture, capsular contracture, baker grade ii and textured gel implants. Device has been explanted.

Event description:
Patient representative reported patient has a ¿desire for removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with and fear of alcl: mental anguish and fear of alcl, increased risk of alcl,¿ ¿suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry of bia-alcl,¿ ¿aggravation of underlying conditions including but not limited to anxiety,¿ ¿tissue damage,¿ ¿pain,¿ ¿heat/burning sensation,¿ ¿capsular contracture,¿ baker grade unknown and ¿itching.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ ¿other physical and emotional manifestations that are severe and ongoing,¿ ¿depression,¿ ¿chronic insomnia,¿ ¿chronic headache¿ ¿significant weight loss, chronic gastrointestinal upset or reflux,¿ ¿vomiting on an ongoing basis¿ and ¿nausea on an ongoing basis;¿ these events are not related to the device. Device has been explanted. This record is for the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fear of alcl, to reduce risk of alcl, and due to symptoms consistent with and fear of alcl: mental anguish and fear of alcl, increased risk of alcl,¿ ¿suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry of bia-alcl,¿ ¿aggravation of underlying conditions including but not limited to anxiety,¿ ¿tissue damage,¿ ¿pain,¿ ¿heat/burning sensation,¿ ¿capsular contracture,¿ baker grade unknown and ¿itching."

Event description:
Patient representative reported patient has a ¿desire for removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with and fear of alcl: mental anguish and fear of alcl, increased risk of alcl,¿ ¿suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry of bia-alcl,¿ ¿aggravation of underlying conditions including but not limited to anxiety,¿ ¿tissue damage,¿ ¿pain,¿ ¿heat/burning sensation,¿ ¿capsular contracture,¿ baker grade unknown and ¿itching.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ ¿other physical and emotional manifestations that are severe and ongoing,¿ ¿depression,¿ ¿chronic insomnia,¿ ¿chronic headache¿ ¿significant weight loss, chronic gastrointestinal upset or reflux,¿ ¿vomiting on an ongoing basis¿ and ¿nausea on an ongoing basis;¿ these events are not related to the device. Device remains implanted. This record is for the left side.